Event description:
The genesys device was inserted and normal saline instilled on a distending media. A moist gauze was placed in the vagina. The therapy cycle started and 90 degree temperature of fluid obtained. Pt began to back on the table and fluid loss was noted, and the procedure was aborted. A normal cool-down cycle was accomplished but perineal burns were noted. The genesys device was removed and the gauze. Topical silvadene cream and ice packs were applied. The pt was admitted overnight instead of the planned discharge home as a same day procedure. A foley catheter was placed for comfort. Pt was discharged the next day. Burn area on day of discharge was documented as partial thickness, reddened moist without blistering, extending from vaginal to rectum.